Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following removal, foreign material was found. Patient underwent a left atrial ablation procedure due to a left atrial tachycardia. Successful ablation was performed with the aid of an intellamap orion¿ catheter. Upon removal of the orion catheter a tiny unexpected substance appeared on the catheter. The physician¿s initial thoughts did not suggest coagulum or anything related to ablate close to the catheter. The procedure was completed and no adverse patient effects have been reported.